Event description:
User received erroneous results for approximately 18 months for several assays. One patient example for alkaline phosphatase provided. Initial result 141 u/l, repeat values from primary tube 388, 243, 174, 258, 172 and 140 u/l. Sample was then poured into cup and repeated giving 105, 105, 104, 105, 103 and 103 u/l. Erroneous result was not reported. The field service representative was unable to determine a cause, but noted he checked the probes, tubing and fittings.